Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was black. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the display was not bright, so onsite service was requested. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the display was black. The customer stated that the display was not bright, so onsite service was requested. In a good faith effort (gfe) response from the authorized service provider (asp) received on 09jul2025, it was stated that no work had been performed on the device to resolve the issue, and no parts were ordered or replaced. The asp stated that the customer decided to continue using the device for now without repairing it. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.